Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high out of range pacing lead impedance was observed. High capture threshold was also noted. The pace/sense portion of the lead was capped and replaced.